Manufacturer narrative:
Return requested. Replacement device shipped to site 08/09/2016. Medtronic investigation of returned suspect device finds that the video splitter was tested on bench tester for over 96 hours without being able to duplicate the flickering image. Test bench set up with both staff and surgeon monitors. Image was as expected during testing. No fault found. On 08/16/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Monitors flickered intermittently. Replaced video splitter. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site nurse that both the surgeon monitor and the staff monitor were flickering on their navigation system. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.